Event description:
It was reported that after an interventional peripheral procedure, arteriotomy closure of the left common femoral artery was attempted using a perclose proglide device. Reportedly, a needle-to-cuff miss occurred. The device was removed and a non-abbott device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported needle-to-cuff miss was not confirmed; analysis of the device indicated an anterior needle to cuff detachment occurred, which would exhibit similar to the reported needle-to-cuff miss. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.